Manufacturer narrative:
The tech found the valve solenoid was failing. The tech replaced the valve solenoid to repair the bed.

Event description:
Info received indicates the head up function is not working.